Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment did not finish the start-up sequence, the countdown stayed at 00:00. Upon further inspection, the fse found that water dripping from the ceiling to wet the r and m cabinets. The fse replaced the power supply, hdd, interface card, cd drive, host, scb and its battery. After that the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed after replaced some components, there was no impact to the patient. As per the new information the issue is water dripping from the ceiling to wet the r and m cabinets. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the equipment did not finish the start-up sequence, the countdown stayed at 00:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed water damage to m cabinet and r cabinet, due to an air-conditioning leak in the technical room. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.